Event description:
It was reported that the patient was experiencing tenderness at the implantable pulse generator (ipg) site and difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. The patient was doing fine postoperatively. The explanted device was unable to be returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant prior to the date the manufacturer became aware.